Event description:
Attempted to place 18 gauge IV- needle would pierce skin but catheter would not pass under skin. 2nd attempt with 18 gauge IV the catheter would not advance. Rn ended up placing 20 gauge on 3rd attempt, no issues with placement.